Event description:
On (B)(6) 2007, I had surgery to repair a prolapse using bard avaulta transvaginal mesh. On (B)(6) 2007, I got very sick and was admitted to hosp with fever and infection. They had to surgically put in drain. My blood pressure dropped very low and my kidneys stopped working for 12 hours, due to sepsis. On (B)(6) 2007, they removed drain and released me from hospital. (B)(6) 2008, I returned to my dr because of continued bleeding and pain. He found that mesh had eroded through vaginal wall. On (B)(6) 2008, I had surgery to remove part of mesh. My further problems from the mesh include but are not limited to, continued pain, pain during very limited intercourse, worry about further problems from remaining mesh, feeling very inadequate and unattractive to my husband. Physically and emotionally exhausted from all the problems.